Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed, and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the skin irritation. Locked down smartphone: lockdown, omnipod software app version: 3.1.2-p001, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Between (B)(6) and (B)(6), 2025, the patient wore a pod on the arm for 57 hours. The patient reported a localized skin reaction with an abscess at the wear site, associated with irritation and pain. The event required physician intervention, after which the site condition improved with topical therapy as directed by the treating clinician. No changes in blood glucose levels were reported. A new pod was applied successfully after removal of the affected device. It is unknown what specific treatment was used for the abscess, and which topical medication was applied.